Event description:
It was reported that the user attempted to change supplies and rewind the ilet pump but received ¿unable to proceed¿ alerts during fill tubing, with no visible obstruction in the chamber or bent piston, and troubleshooting led to a recommendation to revert to backup therapy; the device issue aligned with a complete blockage related to the tube component. Symptoms included hyperglycemia with a reported blood glucose of 313 mg/dl, thirst, and dry mouth. Outcomes included no health consequences or impact and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a complete blockage associated with the tube component during the fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.